Event description:
Radiologists are complaining that when scrolling through the images of a series, the scrolling appears choppy, hesitates, jumps ahead and is not smooth. This problem is seen more predominately with MRI studies than CT's. However, the larger the number of images per series, the more likely a radiologist will see this issue. When a study is selected, it populates the viewports. The radiologist will select a series to view and using the mouse wheel or by depressing the wheel and dragging, the images will, for instance, will initially scroll with hesitation from image #1 to image #5 and then jump to image #11 and so on. The appearance of the series while scrolling quickly is not a smooth transition. It also appears that once the user has initially scrolled through the series, the scrolling issue is not as pronounced.